Event description:
A series of events in one procedure caused a significant delay in the procedure. Therefore, there was a potential for injury. Surgeon opened one implant and believed it was too short. Surgeon opened a second implant and believed it was also too short. Surgeon opened a third implant and discovered it was the wrong item. Surgeon continued to open implants and was able to complete the procedure.

Manufacturer narrative:
The first two implants described as too short were returned and evaluated and found to meet specification. The third implant described as being the wrong item was confirmed as being mis-packaged. CAPA-(B)(4) in process.